Manufacturer narrative:
This report contains corrections to fields explant date: d6b.

Event description:
It was reported that during a bundle of his implant attempt this right ventricular (rv) lead exhibited loss of capture (loc) at max output. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during a bundle of his implant attempt this right ventricular (rv) lead exhibited loss of capture (loc) at max output. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.